Event description:
Surface defect on component. An assesment was made on the stated issue, the issue turned out to be a fracture overtime upon visual inspection made on (B)(6) 2025.

Manufacturer narrative:
Surface defect on component. An assesment was made on the stated issue, the issue turned out to be a fracture overtime upon visual inspection made on (B)(6) 2025.

Event description:
Surface defect on component.